Event description:
Account obtained a zero result for a patient glucose sample. When repeated on another analyzer, the result was within the normal range. The incorrect result was not used to guide patient therapy. The field service rep found the reagent probe was broken and repaired the instrument by replacing the probe.